Manufacturer narrative:
Device evaluation summary: the complaint was could not be confirmed as it took place in-vivo. The root cause of the event could not be conclusively determined; however, patient anatomy combined with another competitor¿s stent likely contributed.

Event description:
Additional information was received. The proximal aortic neck had mild to moderate angulation.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
An endurant ii aui stent graft system was implanted in a patient for the endovascular treatment of a 5.3 cm abdominal aortic aneurysm. It was reported that the patient had previously placed iliac stents. During the implant procedure for the aui device the physician ballooned and dilated the left common iliac stent. The delivery system was advanced up to the lowest renal without issues. It was noted that the bottom of the stent graft was within the iliac stent. As the device was deployed the tapered tip started to accordion and stent graft moved down approximately 1 cm and the physician was unable to re-advance the device. The physician then opened the suprarenal stents but they did not spread to the sidewall. One of the suprarenal stents was observed to be horizontal in the aorta. The physician then tried to recapture the tip and, after several attempts was able to successfully recapture. However, as the physician removed the delivery system it became caught on the iliac stent and tore the iliac stent in half. The physician was able to successfully remove the stent graft delivery system. An endurant extension was placed without issue, the final angiogram did not show any endoleaks, and the procedure was completed. The physician believed the patient to be stable and recovering and no further action would be taken to address the broken iliac stent or horizontal suprarenal stent. Per the physician, the cause of the deployment difficulty was unknown. No additional clinical sequelae were reported and the patient is fine.